Manufacturer narrative:
(B)(4)

Event description:
Information received from the intreped clinical database. Treatment of a left unruptured fusiform ica (internal carotid artery) sidewall aneurysm measuring 26mm x 12mm. It was reported that the patient underwent pipeline embolization involving five pipelines. The fifth pipeline was deployed at a stenotic segment in the left cav (cavernous) ica (internal carotid artery) proximal to the aneurysm neck. Balloon angioplasty was done on this pipeline to reduce the stenosis and achieve full wall apposition. Eight days after the procedure, the patient had aphasia and a left frontal lobe ipsilateral intracranial hemorrhage. It was reported that the patient's condition resolved on (B)(6) 2011, but follow-up on (B)(6) 2012 revealed a left 6th cranial nerve palsy.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model: fa-77475-20 / lot: not reported / dom: n/a / exp: n/amodel: fa-71500-35 / lot: not reported / dom: n/a / exp: n/amodel: fa-71500-30 / lot: not reported / dom: n/a / exp: n/amodel: fa-77500-20 / lot: not reported / dom: n/a / exp: n/a(B)(4).